Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous consumer report from baxter (B)(4) received on (B)(6) 2010 of an approximately (B)(6) male patient that did not clean the area before starting peritoneal dialysis (pd), and having fever and peritonitis, coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2009, the patient began treatment with dianeal pd4 ultrabag, (dose and frequency not reported), intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient did not clean the area before starting pd. On (B)(6) l2010, the patient experienced a fever and peritonitis (manifested by abdominal pain and cloudy effluent). On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, a peritoneal effluent culture was performed which revealed no growth and a peritoneal effluent analysis was performed which revealed "too much" leucocytes. On an unreported date, the patient was treated with unspecified antibiotics. On (B)(6) 2010, the patient was discharged from the hospital and the event of peritonitis was resolved on an unreported date. The outcome of the event of fever was not reported. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of the event of the patient not cleaning the area before starting pd was unknown. The root cause of the event of peritonitis was that the patient did not clean the area before starting pd. Dianeal therapy was ongoing. The patient was not on concomitant medications at the time of the events. The reporter believed the event of peritonitis was not related to dianeal therapy, but did not provide an opinion of causality regarding the events of fever or of the patient not cleaning the area before starting pd. No further information is available.